Event description:
A malfunction alarm was reported by the customer with the code malf 12, indicating a fault ID of 0x2071. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support helped the customer reset the pump, and the malfunction code did not recur after the reset. The customer was informed that it was safe to continue using the pump and agreed to contact technical support if the issue returned.